Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that in (B)(6) 2010, the patient underwent sixth surgery consisting of t1-t2 fusion. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.